Event description:
The endopouch retriever was being used to retrieve the specimen (ovary) from the abdomen when the bag tore/failed (apparently after the opening of the bag was delivered through the abdominal wall). At the same time a perforation of the bowel (rectosigmoid colon) was also detected. It is unclear if the two are at all related.